Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The f-66 (supply voltage of cpu circuitry is too high) alarm was not identified during device evaluation, but was verified in the alarm log. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f66 alarm (supply voltage of cpu circuitry is too high). It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.